Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported during uncovering procedure the implant went completely into the sinus and was recovered/removed, tooth 4. Symptoms as a result of the event: sinus infection.

Manufacturer narrative:
Zimvie received one (1) tsvwh10, (impl tapered scr-v ha 4.7 mm 4.5mm 10mm) for evaluation. Visual evaluation / functional test was performed, no damage identified or signs of malfunction that would contribute to the event. Implant matched prints where measured. DHR review was completed for the subject lot number 1264504. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1264504 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was clinician inadvertently selects an length of implant that is too long for the depth of osteotomy prepared. Therefore, based on the available information, a device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative at this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.